Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with swelling around the device site that began a few months post implant. It was thought to be a hematoma as there was no elevated white blood cell count, no fever, and no redness around the site. During the procedure when the incision was made, white-yellow pus began to drain from the device pocket. The implantable cardioverter defibrillator (ICD) system was removed due to probable infection. No further patient complications have been reported as a result of this event.